Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues event on (B)(6) 2026. The infusion set fell off during use. The blood glucose level was high and the patient was treated with manual. Injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.